Event description:
It was reported that during a percutaneous transluminal angioplasty a balloon rupture occurred. The 90% stenosed target lesion was 8cm in length and located in the calcified and moderately tortuous superficial femoral artery. A non-bsc guide wire was used to cross the lesion from the left common femoral artery. The 3.0x60/135 (4f) sterling balloon was to be used for predilatation of the lesion. The balloon was inflated twice (1st inflation 14atm, 2nd inflation 14atm) and ruptured on the second inflation. A non-bsc stent was deployed in the lesion and a non-bsc balloon was used for post-dilation. The procedure was successfully completed. No patient complications were reported and the patient condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis;.therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).